Event description:
It was reported that the patient presented to the ER with swelling and was given antibiotics for concern of infection. A pocket exploration revealed pocket hematoma. Pocket revision was performed. Patient did well after the procedure; however, hospitalization was prolonged due to pain. The patient was later re-admitted for ongoing bleeding, and infection was observed. The system was extracted and patient was administered antibiotics.